Event description:
It was reported to boston scientific corporation on (B)(6) 2015 that a wallflex enteral duodenal stent was used during a stenting procedure performed on (B)(6) 2015. According to the complainant, the stent was placed to treat a stricture due to a 7cm malignant lesion located between the gastric body and the pylorus. Reportedly, the patient's anatomy was tortuous. During the procedure, they experienced resistance during stent deployment. The physician forcefully pulled the distal handle and the resistance was gone. The stent system was removed from the patient and the physician noted that the delivery system was cracked at the handle. The stent remained fully constrained on the delivery system. The procedure was completed with a wallflex enteral duodenal stent of a different size. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. Note: this event has been deemed an MDR-reportable event based on investigation results which revealed that the clear outer sheath was partially detached at the distal end of the blue outer sheath.

Manufacturer narrative:
Investigation result of sheath partial detachment. A wallflex enteral duodenal stent was returned for analysis. Visual examination of the returned device noted that the stent was fully mounted onto the device, there was dried contrast media inside the outer sheath and the outer sheath was partially covering the tip. The clear section of the outer sheath was noted to be detached from the distal end of the blue outer sheath. The bond between the distal handle and the outer sheath was intact. During the product analysis, the distal end of the outer sheath was retracted and the stent was deployed; there were no issues in movement of the outer sheath along the shaft. No issues were noted with the profile of the deployed stent or the inner lumen. The inner lumen was dissected and the proximal end was withdrawn from the outer sheath; no issues were noted with its profile. The blue section of the outer sheath was dissected longitudinally and it was noted that polytetrafluoroethylene (ptfe) coating had partially peeled away from the inside of the outer sheath. Device analysis determined that the condition of the returned device was consistent with the complaint incident as the clear section of the outer sheath had detached from the blue section of the outer sheath. The damage noted was consistent with the reported force that was applied to the device during the procedure. Therefore, the most probable root cause for this complaint is operational context. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.